Manufacturer narrative:
The mcs tip cover accessories used during the da vinci-assisted surgical procedure were discarded by the site. Therefore, the root cause of the alleged customer reported issue cannot be determined. A review of the site¿s system logs reveal that the surgeon used two mcs instruments during the surgical procedures. According to the system logs, both mcs instruments have been used in subsequent surgical procedures. As of the date of this report, no complaints have been reported to isi involving either mcs instrument. If additional information is obtained, a follow-up MDR will be submitted. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted prostatectomy procedure, a ureteral injury was identified and then repaired on post-operative day #2. The surgeon believes the ureteral injury was possibly caused by an arcing event involving a mcs instrument and mcs tip cover accessory. However, at this time, the root cause of the ureteral injury cannot be determined.

Event description:
It was initially reported that during an unspecified da vinci-assisted prostatectomy procedure, a patient was ¿harmed¿ as a result of an arcing event involving a monopolar curved scissors (mcs) instrument. On 08/21/2018, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and the following additional information regarding the reported event was obtained: the surgical procedure was not recorded on video. The robotics coordinator reviewed the operative report. There were no reports of any intra-operative complications or a malfunction of a da vinci system, instrument, or accessory. The surgical procedure was reportedly ¿uneventful¿ according to the surgeon and was completed robotically. The robotics coordinator indicated that the surgical procedure was ¿challenging¿ since the patient¿s pelvis was narrow and the patient had an enlarged prostate gland. On post-operative day #1, a CT-scan revealed extravasation of urine from the right ureter and a ureteral injury was identified. On post-operative day #2, the patient underwent another surgical procedure to repair the ureter injury. A ureteral stent was placed and the patient was discharged from the hospital on (B)(6) 2018. No subsequent post-operative complications have been reported. The robotics coordinator indicated that the surgeon is speculating that an arcing event involving a mcs instrument and mcs tip cover accessory possibly caused the ureteral injury. However, the robotics coordinator confirmed that the operative report did not mention any arcing events or issues with a robotic instrument or accessory.